Manufacturer narrative:
Results: the returned ace68 was fractured at approximately 35.0 cm from the hub. Conclusions: evaluation of the returned ace68 revealed a proximal fracture. This fracture was likely the customer reported kink. If the device is forcefully advance against resistance, damage such as a kink may occur. If the kinked device is further manipulated, the kinked may worsen to a fracture. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right m1 segment of the middle cerebral artery (mca) using a penumbra system ace 68 reperfusion catheter (ace68). During the procedure, the physician encountered resistance while advancing the ace68 into the right m1 segment. The physician decided to remove the ace68 and found that it was kinked at the proximal part. Therefore, the ace68 was no longer used. The procedure was completed using another ace68. There was no report of an adverse effect to the patient.